Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 leaked. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: no non-conformance's were found during DHR review. There was no maintenance intervention during the manufacturing of this lot. Positive pressure test results were acceptable. Final lot#1801114, assembly lot#8023968. Quantity of customer samples: 5 5 unopened samples were received. 4 retained samples were evaluated as well. Visual inspections shows no defects. Functionality test was performed according to ph-301 and no leak was found. Sealing test was performed according to ph-301 and the result was ok: the liquid goes through the puncture in the membrane. Sealing was inspected founding no defects (inspection 10x loupe). 4 retained samples were also tested: visual inspection shows no defects. Positive pressure test was performed according to pc-225. The result are acceptable (average = 180 n). Investigation conclusion: the claimed defect couldn't be duplicated: no leak was found in samples received. Test performed in samples received and in retained samples were acceptable. Results of positive pressure test during manufacturing production were acceptable. The root cause cannot be established.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 leaked. There was no report of exposure, injury, or medical intervention.